Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, for diabetic ketoacidosis (dka) because of the pod malfunctioned as it was not delivering enough insulin. The patient's blood glucose (bg) level rose to 600 mg/dl while wearing the pod between 36 and 48 hours on infusion site (leg). The patient had a symptom of vomiting. As treatment, the doctor recommended to stop the pod. The patient was discharged on (B)(6), 2026.